Event description:
Report received from baxter (B)(4). A home patient (hp) reported that the dialysate fluid leaked out of the cycler drainage set multilingual at the large outlet clamp and leaked onto the floor. The patient reported that previously he would close the clamp on the second groove on the cycler drainage set multilingual, however this second groove is now absent from the outlet clamp. It was reported that this occurred with 3 or 4 cycler drainage set multilingual. A patient was involved but no injury was incurred. No sample is available for evaluation.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.